Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery, and the pump subsequently shut off. Customer did not resume insulin delivery until hours later, causing blood glucose (bg) level to rise to approximately 600 mg/dl. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on charging the pump and resuming insulin delivery.